Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report permanent out of range signal on (B)(6) 2014. Dexcom technical support had the patient's mother perform a paperclip reset and it was unsuccessful. At the time of contact, patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(6) 2014. Data did not confirm the reported event of permanent out of range signal.